Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer could not reset the malfunction code initially due to the lack of charging supplies but later received assistance from technical support to reset the pump. After the reset, the malfunction code did not recur, and the customer was advised they could continue using the pump. They were also instructed to call back if any issues reoccurred, and they acknowledged this guidance.